Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated patient had a hard lump around the area where the sensor was inserted. On (B)(6) 2019, the patient went to their general practitioner and was prescribed erythromycin to treat the affected area. No additional patient or event information is available.